Event description:
The core micro drill was sent in for eval due to overheating during testing. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the failure was attributed to wide spread corrosion damage within the internal components of the device.